Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 52-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support had the pump be caught up and pulled into the aorta. Attempts to reposition with echocardiogram (echo) guidance failed. Decision was made to return to or to replace 5.5. During induction, patient went into vf arrest. Extracorporeal cardiopulmonary resuscitation (ecpr) performed and placed.

Manufacturer narrative:
No product was returned. The root cause of the positioning issue was most likely use related, attempts to reposition with echo guidance as per the clinical description provided. This report is being filed as part of a retrospective review of historical records.